Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net transmitter was struck by lightening. A burned mark was noted. No further information is available at this time.

Manufacturer narrative:
Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in the power up anomaly. A burned mark on the inner casings of the ac power adapter was also observed. The root-cause of the no power issue was the burnt damage that the ac power adapter's main pcb and the merlin@home transmitter¿s main pcb sustained through the ac electrical power outlet. Storms (lightning, electrical, power outages, etc.) With a high volume of electricity could potentially generate thousands of amperes of current flow, which can completely destroy the main pcb.